Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and the right common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg), gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis. The gore® excluder® iliac branch endoprosthesis and the gore® viabahn® vbx balloon expandable endoprosthesis were implanted in the right iliac artery (gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the right internal iliac artery). On (B)(6) 2024, a CT revealed the aortic aneurysm was enlarged. A type ii endoleak from the lumbar artery was confirmed and a distal type I endoleak from the left leg (contralateral leg, plc201000j) was suspected. On (B)(6) 2024, the lumbar artery was embolized. And a contralateral leg endoprosthesis was implanted in the left external iliac artery with embolization of the left internal iliac artery. The patient tolerated the procedure. The physician stated that obvious type ib endoelak was not observed by a pre- and intra-operative angiography but the a contralateral leg endoprosthesis was implanted as extension because the landing length was short.